Manufacturer narrative:
The reported sensor was returned and investigated. Refer to the manufacturer's device analysis results. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software. Sensor was found to be in state 1. Removed sensor plug and inspected the connector. All three contacts were installed properly. Performed visual inspection on sensor neck and no damage or cracks were observed. No product deficiency has been identified.

Event description:
A healthcare professional reported that on (B)(6) 2017, an adc freestyle libre sensor was applied to the child's arm by her father and she subsequently experienced "bleeding heavy". The sensor was removed and it was observed "that the filament or the needle was stuck in the skin". The father used tweezers to remove the needle from the insertion site and took the child to the hospital "to make sure nothing was left stuck in the arm". Once at the hospital, "a doctor cut the arm but found no foreign matter" and the incision was "sewn with two stitches". No medication or additional treatment was required. There was no report of death or permanent injury associated with this event.